Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not alarm with a s233 malfunction alarm code; however, it was noted in the device history. Although the alarm code was not duplicated the probable cause of the customer reported s233 malfunction alarm code was a broken device cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays in critical therapies wile the device was in clinical use. During testing at the user facility a s233 malfunction alarm code was noted. No additional information was provided.